Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the machine powered up normally, it did not alarm until they were in the middle of procedure. The procedure was completed with three arms, as it normally uses three arms for this case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The unit was tested on an in-house system in normal mode where it also triggered error 31226. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test pointing to the parallelogram. Aba troubleshooting was performed with gold parallelogram fiber installed to verify failure. No signs of damage during visual inspection. The parallelogram was found to be the root cause of the reported event. The probable root cause is attributed to communication errors from a faulty parallelogram fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The universal surgical manipulator (usm) was not working, and non-recoverable faults were found. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were getting repeated faults on arm 3. The customer had called their isi clinical sales representative (csr) initially and the csr had them disable universal surgical manipulator (usm) 3. The customer was currently moving forward with their procedure and had a case to follow. The tse informed the customer that with usm 3 disabled, features such as guided set up and table motion would not be available. The customer was still planning on using the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the csr reported that some of the procedure information was incorrect. The issue was with system sk5794 and the surgeon performed an inguinal hernia procedure. The csr had no additional information as they were not in the case.